Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and evaluation of the device found that program software installed on the system board was incorrect. The system board was replaced to resolve the report. The device was recertified and returned to the customer. Historically failures of this type are a result of the device's software being upgraded. We were able to confirm that an incorrect software version may have been loaded on the device or the user did not follow the recommended steps causing the software to hang up or the software was ejected prematurely during loading. Analysis of reports of this type has not identified an increase in trend.